Event description:
During c section curved t.c. Metzenbaum scissors used to cut the first fallopian tube (for tubal ligation) segment. When the second tube was ready to cut the tip of the scissors was noted to be missing. The physician scrub tech checked field, visual checks of incision and drapes. Rn's checked laps, floor, and strained drainage in the suction cannister. Radiology came to o.r. To x-ray. After searching the o.r., the tip of the scissors was found on the instrument table at the back of the o.r. It is unknown how the tip of the scissors got to the instrument table. Spinal anesthesia time: 1619-1736. O.r. Time increased 10-20 min for search.